Event description:
It was reported by the sale rep that patient needs a revision surgery due to infection.

Manufacturer narrative:
Reported event: an event regarding infection involving a scorpio insert was reported. The event was not confirmed. Method & results: -device evaluation and results: the reported device was not returned but photographs were provided for review. A review indicated recently explanted devices covered in blood and tissue. Nothing remarkable noted. -clinician review: a review of the provided medical records by a clinical consultant stated the following comments: conclusion/assessment: by report only, bilateral revisions were performed for infection. X-rays showed stable implants. Event confirmation: the event cannot be confirmed as no medical records were provided that document the infection or revision. Root cause: a root cause cannot be stated as the events cannot be confirmed. -device history review: a review of the device history records could not be performed as lot code information was unknown. -complaint history review: complaint history review could not be performed as lot code information was unknown. Conclusion: the reported device was not returned but photographs were provided for review. A review indicated recently explanted devices covered in blood and tissue. Nothing remarkable noted. The event cannot be confirmed as no medical records were provided that document the infection or revision. Further information such as pathology repots, return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported by the sale rep that patient needs a revision surgery due to infection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 81-4405l; scorpio nrg ps femoral no 5 left; lot# unknown. Cat# 7115-0004; series 7000 standard tibia; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.